Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, it was difficult to implant the lead due to the patient's tricuspid regurgitation. While changing the stylet form, blood adhered to the stylet and the lead was not implanted. No patient complications have been reported as a result of this event.